Event description:
The customer reported the shock button failed on the user test - error message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the shock button failed on the user test- error message. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.